Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a competitive right atrial (ra) lead has been showing a low atrial intrinsic amplitude. Also, the impedance showed a spike and then jumped to the baseline. The observed noise on the ra channel was part of the minute ventilation termination algorithm. This was related to the abrupt spikes in atrial impedances. Reprogramming options were considered. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).